Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Device evaluation also found the coating of the insertion tube was peeled. Based on the results of the investigation, a definitive root cause of the image issues and peeled coating could not be determined. The peeled coating was likely caused by stress applied to the insertion section such as the following: physical stress such as scratching, hitting the insertion section. Chemical stress by conducting reprocessing which is not recommended by instructions for use (IFU). Stress by poor storage environment (in direct sunlight, at high temperatures, in high humidity, exposed to superior image rays (x-rays) and/or ultraviolet-rays, etc.). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the airway mobilescope had image issues. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.